Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, the customer allegation was confirmed. It was due to a failure when angulated, - stress problem was identified. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope when plugged in the image was black but when it was moved around you get an image. The issue occurred during set up. There were no reports of patient harm.